Event description:
It was reported that after the left ventricular assist device implant, this implantable cardioverter defibrillator (ICD) system exhibited undersensing and failure to capture on the right ventricular (rv) channel. Subsequently, the ICD system was explanted and replaced. No additional adverse patient effects. The ICD device is expected to be returned by the explanting facility.

Event description:
It was reported that after the left ventricular assist device implant, this implantable cardioverter defibrillator (ICD) system exhibited undersensing and failure to capture on the right ventricular (rv) channel. Subsequently, the ICD system was explanted and replaced. No additional adverse patient effects. The ICD device is expected to be returned by the explanting facility. Additional information indicates the lead is not expected to be returned as it was not sent by the health care facility.